Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this misty effluent episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a solicited report by a nurse from (B)(6) of exit site infection, misty effluent and feeling unwell in a patient coincident with dianeal pd4 unknown bag and extraneal viaflex therapies for automated peritoneal dialysis (apd). On an unknown date in (B)(6) 2011, the patient developed an ongoing exit site (catheter) infection. The patient was treated with flucloxacillin. On (B)(6) 2011, the patient presented with misty effluent with no other symptoms. On (B)(6) 2011, the patient presented again with misty effluent and was reported feeling unwell. The patient did not receive any additional remedial medication for the event of misty effluent and his treatment regime with flucloxacillin was ongoing and not changed. The patient's physician suspected the use of flucloxacillin may have masked an episode of bacterial peritonitis; however, the reporting nurse did not think that the exit site infection was responsible for the episodes of misty effluent. At the time of this report the events had not resolved. The reporting nurse provided the causality assessment of related for the events of misty effluent reporting nurse stated the misty effluent was related to dianeal pd4 and extraneal and unrelated for the event of exit site infection. Causality for the event of feeling unwell was not reported.